Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown stem, catalog number :00-6202-054-22 lot number:61471547 brand name: (B)(6) acet shell 54mm cluster, catalog number :00633405028 lot number:62847835 brand name: (B)(6) longevity const liners. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06849. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient underwent a closed reduction due to dislocation approximately 3 years post implantation. Attempts have been made and additional information on the reported event is unavailable.